Event description:
Boston scientific received information that this device showed a drop in longevity in a span of four months. The longevity went from 7 years to 5 years remaining. The patient is scheduled to come in to the clinic to perform a device memory download. No adverse patient effects were reported.

Manufacturer narrative:
When additional information becomes available, this report will be updated.